Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall.

Event description:
On an unknown date a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. The nurse reported that after peg placement patient started with pain. A computed tomography scan was performed and air in abdominal cavity was seen a pneumoperitoneum was diagnosed. The patient was placed on a diet with analgesic drugs and remains hospitalized.